Manufacturer narrative:
(B)(4).

Event description:
Patient's registered nurse contacted dexcom on (B)(6) 2015, to report no audio output from (B)(6) 2015. No medical intervention or injuries were reported.